Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes from lot 2003231, and 1 syringe from lot 1912277 leaked chemotherapy medicine past the plunger while preparing it. The following information was provided by the initial reporter, translated from french to english: "on several occasions, the worker, while preparing chemotherapy, saw the syringe he was holding in his hands leak from the plunger. Each time, this was the moment when the preparer withdrew the volume from the pouch, through a two-way valve mounted on the extension of the pouch. Clinical consequences observed: none, because each time with solvent (g5 or nacl), never with anti-cancer drugs, but it could happen and the preparers are not reassured."

Manufacturer narrative:
H.6. Investigation: two photos were provided for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. There is no visible damage on the syringe or its components that could have contributed to the reported failure and the stopper appears to be properly assembled onto the plunger. A device history review was performed for reported lots 2003231 and 1912277, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2003231, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-10, medical device lot #: 1912277, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-04. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes from lot 2003231, and 1 syringe from lot 1912277 leaked chemotherapy medicine past the plunger while preparing it. The following information was provided by the initial reporter, translated from french to english: "on several occasions, the worker, while preparing chemotherapy, saw the syringe he was holding in his hands leak from the plunger. Each time, this was the moment when the preparer withdrew the volume from the pouch, through a two-way valve mounted on the extension of the pouch. Clinical consequences observed: none, because each time with solvent (g5 or nacl), never with anti-cancer drugs, but it could happen and the preparers are not reassured."